Event description:
This patient experienced an instent restenosis of a cypher tent approximately one year post implantation. This patient was admitted to the cath lab with a chief complaint of stable angina (ccs iii). The patient was currently taking plavix, aspirin, calcium antagonists, and anti-anginals. Angiography revealed a bifurcating, smooth eccentric, mildly calcified lesion in the distal lma extending into the proximal lad and proximal lcx. Heparin was administered via IV. The lesion was not predilated. Two cyper stents were implanted within the bifurcation of the lma/lcx/lad via v- stenting technique. A 3.0 x 18mm cypher was deployed to 20 atms in the lm/lcx and a 3.0 x 13mm cyher stent was deployed to 15 atms in the lm/lad. The patient was dischareged on the same pre-procedure medications. Approximately one year later, the patient returned for a routine, scheduled angiographic exam. The patient had no reported complaints. Angiography revealed an in-stent restenosis of the 3.0 x 18mm cypher stent placed in the lm/lcx. This was treated with re-intervention. The event was resolved without sequalae and the patient as discharged in stable condition.

Manufacturer narrative:
This female pt with history of htn, high cholesterol, and previous pci had cypher stent implantation. These are pre morbid conditions which increase the risk for a mace. The lesion was located in the left main and extended into the proximal lad and proximal left circ was bifurcating and calcified. The safety and effectiveness of the cypher stent has not been established in lesions located in the left main and in lesions located in the area of the bifurcation. The lesion was not pre-dilated. This is not the standard practice. A cypher stent 3.0mm x 18mm was deployed to 20 atms in the left main/left circ. This is above the rated labeled burst pressure. A cypher stent 3.0mm x 13mm was deployed in the left main/lad. Approximately one year later, angiography revealed an in-stent restenosis of the 3.0mm x 18mm cypher stent placed in the left main/left circ. This was treated with re-intervention. There are patient, lesion, and procedural factors that may have contributed to contributed to the event. The product was not available for analysis. A review of the manufacturing route sheets for the involved lot confirmed that this device met quality requirements for product acceptance. Note: device is not distributed in the us; however, it is similar to us product device.